Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad) and left circumflex artery (lcx). A 3.50mm x10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 6 atm. For 6 seconds. Procedure was completed with another of the same device. No patient complications were reported.